Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was worn less than 1 hour.

Manufacturer narrative:
The download data indicates timeouts and a drive stall that started at the end of the first prime and continued until the device was deactivated. The first prime completed at pulse 46 and the device was deactivated at pulse 57. The ratchet gear firing flat did not reach the release bar prior to deactivation due to the drive stall. The device was reset, connected to a pdm, and delivered a 5-unit bolus with no issue. The device deployed during the reset run. The exact cause of of the drive stall which resulted in the device not deploying prior to deactivation could not be determined.